Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation "2.4mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni, therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00289.

Event description:
It was reported there was a revision of the mandibular component due to a patient deviation which wasn't able to be corrected with conservative treatment, therefore the right side had to be revised. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. These parts were removed in a revision; therefore the complaint is considered confirmed. The facility provided that deviation which wasn¿t able to be corrected with conservative treatment so the right side had to be revised. The meaning of this is unclear and no additional information or explanation was provided. No product was returned and no functional tests or inspections could be performed. No x-ray's, scans, pictures, or physicians were provided. Device history record (DHR) for the mandibular component was reviewed and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00289-1.

Event description:
This report is being submitted to document the completion of the investigation.